Event description:
It was reported that during a sleeve gastrectomy procedure, on the second or third firing in thick tissue, the doctor was using a black reload with seamguard and the staples were malformed on the specimen side. Consistent staple formation was shown on the patient side. The staple legs were goal posts and looked to have missed the anvil pockets completely. Because there was no adverse outcome for the patient, the case continued. The doctor continued to fire and complete the case.

Manufacturer narrative:
(B)(4). Additional information: photographic analysis: based on the photo evidence of the subject ple60a with an ecr60t cartridge, unformed/malformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. The analysis found that one ple60a device was returned in good visual condition and with five cartridge reloads present. Cartridge (a) ecr60g cartridge loaded in the device fully fired and in good visual conditions. Cartridge (b) ecr60t, l5583l was received fully fired and in good visual conditions. Cartridge (c) ecr60t, l5583l was received fully fired with cartridge pan partially dislodged proximal right side and with 11 double drivers out of position and missing. Cartridge (d) ecr60t, l5583l was received right side fully fired, left side outer row fully fired and left two inner rows partially fired 1/4. Cartridge (e) ecr60t, l55714 was received fully fired and in good visual conditions. Upon evaluation of the reload (d) the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: can you confirm the product code for the black cartridge (ecr60t or gst60t)? Ecr60t what was the bmi and gender of the patient? Gender: female, bmi: unknown what was the product code for the cartridges that were used before and after the issue? Before: ecr60t, after: ecr60t.